Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for chronic pain. The patient inquired if it was okay to fly with a faulty catheter being clogged? It was reported the patient¿s doctors did two side port catheter dye studies being unable to inject the dye due to it being clogged. It was noted they were ¿recommending the port be replaced.¿ the patient¿s concern was in the meanwhile could they still fly in ¿their condition being afraid the pressure may/could release the clog causing me an overdose from what's backed up in the line with no help available.¿